Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remans implanted.

Event description:
It has been determined that the event of left side rupture is not device related as it was due to a car accident in (B)(6) 2023. This record is no longer reportable to FDA and will be un-reported.